Manufacturer narrative:
Product was returned for evaluation. Return fields in oracle state: frame bent; horseshoe bent. Returns expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received condition, the complaint was confirmed for the 50000 ivc headspring to be bent at the hinge and misaligned. This could result in interference with the bed rails when lowering the head section to horizontal, but since no other parts of the bed were received, operation with the bed rails could not be observed. The underlying cause could not be determined.

Event description:
Product was returned for evaluation. Return fields in oracle state: frame bent; horseshoe bent. Returns expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received condition, the complaint was confirmed for the 50000 ivc headspring to be bent at the hinge and misaligned. This could result in interference with the bed rails when lowering the head section to horizontal, but since no other parts of the bed were received, operation with the bed rails could not be observed.